Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2022.

Event description:
It was reported that the battery of the ipg would deplete rapidly and would not hold a charge well. The patient underwent an ipg replacement procedure and the explanted device was discarded by the medical facility.